Manufacturer narrative:
(B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval revealed the condition of the returned device showed marks not consistent with mfg on both the bone thread and the outside of the body. The blasted screw head had deep scratches and the surface is smoothed out. The body/collet assembly is separated from the screw. Due to the body/collet being assembles, features pertinent to the complaint are unobtainable. Due to the separated screw returned in the used/damaged assembly condition, the blast surface was smoothed out/worn away; therefore, it no longer meets spec. The complaint is deemed indeterminate from a mfg standpoint. Product development eval revealed the complaint device was returned as two components: the bone screw and the head. The head was able to be attached to the bone screw using a head placement tool (B)(4). Once attached, the assembly appeared to be functioning normally and could not be pulled off by hand. After testing this functionality, the head was removed using the head removal tool (B)(4) in order to return the complaint device to its original state. It is not possible to determine the cause of the head disengaging from the screw during the surgery. It is possible that the screw was over inserted into the bone with the head in the down or "pop-on" position which caused the head to disassemble from the screw. The technique guide recommends that screws not be over inserted to the point where they are no longer polyaxial. They must remain free and mobile after insertion. Based on the eval, the exact cause of the complaint cannot be determined and therefore this complaint is deemed indeterminate. Functionality testing noted cause of the head disengaging from the screw during surgery is undetermined. The technique guide recommends screws are not over inserted to a point where the screws are no longer polyaxial. A review of the device history record did not reveal conditions that could have contributed to the report event.

Event description:
It was reported that the problem occurred during a matrix mis l4-l5 posterior lumbar fixation/fusion case. The surgeon inserted a cannulated matrix screw with an mis tissue retractor attached. After the screw was inserted, surgeon adjusted the tissue retractor with his hand and pulled the tissue retractor from the incision with the polyaxial head attached to it with the bone screw left in the pt's pedicle. The polyaxial head was removed from the bone screw with minimal effort. Surgeon was able to engage and remove the bone screw and replace it with a different screw and completed the procedure.